Manufacturer narrative:
Mmdg recently received the device in question. Results of the investigation are still pending.

Event description:
The initial reporter stated that the pump was "dosing without patient pushing button." During a follow-up conversation, mmdg learned that the initial reporter, a biomedical service technician, received the pump [for service] with a tag on it saying, "dosing without patient pushing button," and that he could provide no further information. [Complaint-(B)(4)].

Manufacturer narrative:
The device was received by mmdg for evaluation. During the investigation the pump was found to have a bolus pin stuck in the bolus connector. This caused the pump to receive a constant request for bolus. When the stuck pin was removed the pump operated correctly. It was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump was "dosing without patient pushing button." During a follow-up conversation, mmdg learned that the initial reporter, a biomedical service technician, received the pump [for service] with a tag on it saying, "dosing without patient pushing button," and that he could provide no further information. (B)(4).